Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the sureform 45 curved-tip stapler instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A remote fe report review was performed. The logs review confirmed that the customer performed a pulmonary lobectomy procedure on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 45 curved-tip stapler instrument was moving when the surgeon has not moved at the console. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved-tip stapler instrument was moving when the surgeon had not moved at the console. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.